Event description:
The user facility reported that the trigger switch was jammed, which has the potential for run-on. This occurred during inspection before surgery. There were no adverse consequences related to this event.

Event description:
The user facility reported that the trigger switch was jammed, which has the potential for run-on. This occurred during inspection before surgery. There were no adverse consequences related to this event.